Manufacturer narrative:
Manufacturer investigation conclusion: an analysis of the submitted photographs confirmed damage to the pump cable; however, a specific cause for the damage could not be conclusively determined. Additionally, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03sep2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. C) are currently available. Section 1 of this document lists infection (localized, driveline, pump pocket or pseudo pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU and patient handbook. Section 5 of the IFU, ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic and noted to have a tear in the driveline above the modular cable connection. The patient was admitted for observation and the team was asking for recommendations for whether there was a preventative/cosmetic repair that could be performed. There were no alarms and patient has a history of chronic twisting of driveline. The patient had drainage from driveline site on admission. The blood cultures were negative and the wound culture found (B)(6). Patient was put on intravenous vancomycin and cefepime. Patient was stable. Rescue tape was applied to the twisted driveline.